Manufacturer narrative:
Complaint no. (B)(4). No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided; therefore, the reported issue could not be confonfirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during patient infusion. No adverse events have been reported. No additional information is available.